Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations. The device was started up at 15:49:24 on (B)(6) 2022. At 17:40:46, an arrhythmia was detected. Per review of the holter data, the patient was in af @ 120 bpm with motion artifact and electrode lead falloff transitioning to vt @ 240 bpm with motion artifact and electrode lead falloff. The rhythm degrades to vf with motion artifact and electrode lead falloff. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. At 17:45:20, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vf with motion artifact and electrode lead falloff. Post shock rhythm was sinus bradycardia @ 25 bpm with motion artifact and electrode lead falloff. The rhythm degrades to asystole with intermittent cardiac activity, motion artifact and electrode lead fall off for about 7 seconds before transitioning to sinus tachycardia @ 120 bpm with bbb, CPR/motion artifact and electrode lead falloff. The rhythm then degrades back to vf with CPR/motion artifact and electrode lead falloff. At 17:50:20, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was sinus bradycardia @ 50 bpm with CPR/motion artifact and electrode lead falloff. The rhythm degrades back to vf with CPR/motion artifact and electrode lead falloff. At 17:52:52, the patient received the third non-lifevest defibrillation. Rhythm at the time of the third non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 100 bpm with CPR/motion artifact and electrode lead falloff. The rhythm degrades back to vf with CPR/motion artifact and electrode lead falloff. The patient is last seen in vf with CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 18:15:36 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.